Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was 500 mcg/ml lioresal (baclofen) with an unknown dose. The reason for use was not reported. It was reported that the patient was scheduled to come into the doctor¿s office for a pump refill on (B)(6) 2020 at 3:15pm. Patient did not show up. The nurse called the patient and he reported he was not coming back to see the doctor anymore. She informed patient he needed his pump refilled with baclofen because his alarm date was (B)(6) 2019. There were no environmental/external/patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed. There were no actions that were taken to resolve the issue. The issue was not resolved at the time of the report. There were no symptoms reported. There were no further complications reported/anticipated.